Event description:
It was reported the PICC leaked, as it had a hole in the inverted cone region. It was necessary to remove the catheter from the patient and perform another insertion procedure. 06/21/2023: add info received. On the night shift on (B)(6) 2023 at six o'clock in the morning at the shift changeover, the nurse observed the patient very agitated despite receiving sedation in continuous infusion pump. When the nurse was on duty and went to assess the patient, she observed the wet sheets, and the patient was very agitated. When performing the sas (agitation and sedation scale), she observed medication leakage wetting the sheet. The fracture was external in the middle of the dormonid and fentanyl and the noradrenaline was immediately turned off. Patient experienced psychomotor agitation because he was under orotracheal intubation and sedated. Treatment was performed immediately due to the risk of drug extravasation and the lack of delivery of the drug therapy offered, we decided to remove the catheter and perform a new passage. Replacement procedure was performed at the bedside by the infusion therapy team nurse. Tegaderm chg 3m was used to secure the device. The patient has an ulnar fracture with surgical reapproach that inactivates the implantation of a new catheter in the upper right limb, so a new puncture was performed in the same member of the upper left limb adverse event, exposing the critical patient to a new procedure. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One 5 fr dl powerpicc solo catheter was returned for evaluation. The catheter was trimmed at the 44 cm depth marker. Use residues was present throughout the catheter. The catheter was flushed with water and a spraying leak was observed emanating from the molded winged hub. Microscopic inspection of the leak location revealed a pinhole puncture on the molded hub. Based on the condition of the returned sample, possible contributing factors include contain with a sharp instrument or needle. Since a leak was observed to be present at the hub region, the complaint is confirmed but the exact cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the PICC leaked, as it had a hole in the inverted cone region. It was necessary to remove the catheter from the patient and perform another insertion procedure. 06/21/2023: add info received. On the night shift on 06/14/23 at six o'clock in the morning at the shift changeover, the nurse observed the patient very agitated despite receiving sedation in continuous infusion pump. When the nurse was on duty and went to assess the patient, she observed the wet sheets, and the patient was very agitated. When performing the sas (agitation and sedation scale), she observed medication leakage wetting the sheet. The fracture was external in the middle of the dormonid and fentanyl and the noradrenaline was immediately turned off. Patient experienced psychomotor agitation because he was under orotracheal intubation and sedated. Treatment was performed immediately due to the risk of drug extravasation and the lack of delivery of the drug therapy offered, we decided to remove the catheter and perform a new passage. Replacement procedure was performed at the bedside by the infusion therapy team nurse. Tegaderm chg 3m was used to secure the device. The patient has an ulnar fracture with surgical reapproach that inactivates the implantation of a new catheter in the upper right limb, so a new puncture was performed in the same member of the upper left limb adverse event, exposing the critical patient to a new procedure. No other information was provided.

Event description:
It was reported the PICC leaked, as it had a hole in the inverted cone region. It was necessary to remove the catheter from the patient and perform another insertion procedure. 06/21/2023: add info received. On the night shift on (B)(6) 2023 at six o'clock in the morning at the shift changeover, the nurse observed the patient very agitated despite receiving sedation in continuous infusion pump. When the nurse was on duty and went to assess the patient, she observed the wet sheets, and the patient was very agitated. When performing the sas (agitation and sedation scale), she observed medication leakage wetting the sheet. The fracture was external in the middle of the dormonid and fentanyl and the noradrenaline was immediately turned off. Patient experienced psychomotor agitation because he was under orotracheal intubation and sedated. Treatment was performed immediately due to the risk of drug extravasation and the lack of delivery of the drug therapy offered, we decided to remove the catheter and perform a new passage. Replacement procedure was performed at the bedside by the infusion therapy team nurse. Tegaderm chg 3m was used to secure the device. The patient has an ulnar fracture with surgical reapproach that inactivates the implantation of a new catheter in the upper right limb, so a new puncture was performed in the same member of the upper left limb adverse event, exposing the critical patient to a new procedure. No other information was provided.

Manufacturer narrative:
H11: a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.